Manufacturer narrative:
(B)(4) (cuvette lot #m0jpt095). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports patient was admitted with leg pain and swelling. Pt/inr on (B)(6) 2011 with hemochron elite microcoagulation system 2.9. A lab draw was performed and results were pt/inr 2.3. The instrument is still in use. Both liquid quality control and electric quality control tests were acceptable prior to the procedure. Therapeutic range is pt/inr 2.0-2.5.